Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe has been discarded. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) a patient was injected in the nasolabial folds/ periform fossa with 2ml of juvéderm® volift® with lidocaine. The patient experienced ¿some paleness around nose after injecting with 25g cannula on left side, blanching and vascular occlusion.¿ cap refill seemed good and was happy with. Hcp continued to do other side. The patient came back the same day and noticed slight purple tinge along nose. The patient was treated with hyalase on both sides, along bridge of nose. The patient went back the next few days for follow up and to be treated again with hyalase. The symptoms have been resolved 3 days after onset.